Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: during investigation, the pump powered on normally and displayed the verify screen. A visual inspection of the pump confirmed that there were black spots on the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition issue. It was reported that the pump had black debris inside of the battery compartment and around the o-ring of the battery cap. There was no reported damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.